Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 83 mg/dl at the time of incident. Customer stated that the buttons of the insulin pump was not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. After further examination of the unit¿s interior, did not note any signs of previous moisture presence and corrosion on electrical board , on the motor assembly, or anywhere inside the device . After placing electrical board & electrical board into another case, the vibrator worked. The malfunctioning vibrator is probably due to a bad component.